Event description:
The tech alleged the side rail not latching. No injuries reported.

Manufacturer narrative:
The tech disassembled the side rail latch assembly to clean the mechanism, then reassembled the side rail latch assembly to resolve the issue.